Event description:
The customer stated that she was hospitalized with a low blood glucose of 22 mg/dl on (B)(6) 2013. The customer stated that she was unconscious at the time of the event. The customer also stated that she was hospitalized on (B)(6) 2013 with a high blood glucose of 522 mg/dl. The customer reported pain, nausea, fever and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that her basal rates had recently been adjusted. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the prime, high pressure and displacement tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.